Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 201111. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture was provided for evaluation by our quality engineer team. Through examination of the picture, a shelf carton was shown without the label content. The labels are printed and placed onto the cartons through an automated process in the packaging machine. An automatic detection system verifies that the product label is correct and any faulty product should be rejected by the system. The detection system is challenged every eight working hours. It has been determined that this incident resulted from a temporary failure with the label placement system and that the rejected product from the detection system was not properly segregated by the machine operator. Based on the stringent preventive measures in place, we are confident that this was an isolated incident with an unlikely recurrence. The manufacturing personnel have been alerted of this incident to raise awareness for this potential defect on the production floor. Investigation conclusion: the labels are printed and stuck "in line" in the secondary packaging machine. The variable information (lot number and expired date) is printed in a "blank" label (pre-printed with the needle size, color identification and bar codes); the label is stuck on the shelf cartons and introduced in the shipping case: all these steps are done automatically. In addition, we have an automatic detection system of the primary and secondary barcodes we print on-line in the secondary packaging machine. So that, a reader allows to verify correctness of 100% of the pre-printed shelf carton label and reject the shelf cartons with absence of label. The performance of this reader is challenged every 8 working hours. The cause of the problem could be related with a temporary failure in the label feeder in which the reported shelf cartons went through line without label and were rejected, but the operator did not segregate the affected material properly. Based on all the preventive measures and our stringent sampling procedures, we are certain that this has been an infrequent issue and any recurrence is really unlikely in our products.

Event description:
It was reported that the needle 23ga 1-1/4in experienced incorrect label information. The following information was provided by the initial reporter: missing label on box.